Event description:
Infection customer reports that pt returned 3-4 weeks post op with a liquid like infection the full length of the suture lines. Cultures were not taken. Ethicon's inc's internal control number is: 9730181-00.